Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Insufficient information provided. Unable to perform a compatibility check with the shell/liner. X-ray images were provided and reviewed by a health care professional. Review of the available records identified the following: x-ray reviewed and not submitted for further assessment at this time as the x-ray date could not be confirmed. Initial implant date is unknown therefore unable to correlate the images to the allegation. No additional information was provided on follow-up. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
(B)(4). H10: tm acet shell 52mm multi. Item: 00620205220. Lot: 64622855. Liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells. Item: 00631005032. Lot: 64845476. G2: australia. H6: proposed component code: mechanical (g04) - head. The product was requested but was not returned by the hospital; therefore, it will not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to recurrent dislocation and cup loosening. The g7 osseoti multi hole was replaced with a dual mobility. It was confirmed that no further information could be provided.